Event description:
A malfunction on the pump was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and the customer was able to successfully reset it and resume insulin therapy without needing further assistance.